Event description:
The pt was electively admitted for repeat endoscopic retrograde cholangiopancreatography (ercp)) to evaluate elevation of enzymes and remove a common bile duct stone at six weeks after initial ercp. After the equipment was inspected and the pt was sedated with versed and demerol, a side viewing video duodenoscope was passed into the second portion of the duodenum where the previous sphincterotomy site was seen. A 15mm balloon was then passed into the common duct and contrast was injected. The balloon was blown up and a 2-3cm stone was seen within the common bile duct. The sphincterotomy site was then extended and the baloon was placed beyond the stone. Multiple attempts at dragging the stone to the sphincterotomy site were unsuccessful, with a balloon breaking during the process. A basket was then placed above the stone and several attempts at grabbing the stone were unsuccessful. A balloon was then placed into the duct again, blown up and contrast was again injected; the stone was once again seen and the procedure was aborted. At fifteen minutes after the procedure ended, rt sided neck and facial swelling was noted and the pt complained of pain in her back. After examination by her gastroenterologist and consulting surgeon, portable chest and decubitus abdominal x-rays were taken. Wet reading revealed free air under the diaphragm, subcutaneous emphysema and free intra-abdominal air. During post-procedure exploratory laparotomy, a duodenal perforation was identified. This was repaired and a cholecystectomy, with common bile duct exploration and retrieval of the stone were also performed. A chest tube was inserted the following day after bilateral 30-40% pneumothoraces were identified on portable chest x-ray; it was removed two days later and chest x-rays revealed reexpansion of lungs. The balance of her post-operative period was uneventful and the pt was discharged in stable condition eight days after admission. Discussions with the involved gastroenterologist and examination by the hosp's biomedical engineering dept of all equipment used during the procedure, revealed neither deviation from standard practice of care not defect with the equipment. The physician presumes that the small bowel was ripped when he was trying to extract this large stone from the common bile duct; he indicated that he had no difficulty with the equipment.